Event description:
It was reported that the pt never experienced a therapeutic effect from their implantable neurostimulator. The pt experienced problems with their neurostimulator and underwent a device replacement.